Event description:
A customer reported that during a procedure, the system did not perform extraction of the silicone oil. The surgeon manually extracted the oil and the case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate on similar report for this system. The root cause is unknown. (B)(4).